Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event can be determined at this time. However, the instruction manual warns users ¿do not activate the instrument while adjacent to or in contact with other metallic objects as unintended tissue injury may occur. Damage to the contacted object or device tip may occur.¿

Event description:
Olympus was informed that during an unspecified procedure, the blade tip broke off and fell into the patient. It was also reported that the shaver blade had dislodged. The device fragment was retrieved. The intended procedure was completed. There was no patient injury reported.